Event description:
It was reported that a pump alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to reload the original cartridge and later provided pump reset information, but the attempts to resume insulin were unsuccessful. The pump was confirmed to be within warranty, and a replacement pump was arranged. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.